Event description:
The customer reported that the t:slim x2 pump battery was not charging despite using the specified charging cable and wall adapter. There was no impact reported on the customer¿s blood glucose level. The customer tried several troubleshooting steps, including using different chargers and cables, but the issue remained unresolved due to unstable charging connections. Technical support decided to replace the pump. The customer was advised to allow the pump's battery to fully deplete before returning it to tandem and was informed about the steps to follow upon receiving a replacement pump. The customer agreed to use multiple daily injections (mdi) as backup therapy and acknowledged the instructions provided.